Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clinical information was reviewed by an electrophysiologist and they concluded that no right ventricular lead oversensing occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had patient had syncope and episodes of ventricular tachycardia, the right ventricular (rv) lead showed oversensing and a delay in pacing was observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.